Event description:
Customer reports obtaining a result of 84 mg/dl on his device while the doctor's device read 50 mg/dl within 10 minutes. No action was taken based on device result and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.